Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-09414. It was reported that a rotawire separation occurred. The greater than 90 degree angle, target lesion was located in the proximal circumflex artery. A rotablator burr and a rotawire were selected to treat the target lesion. During procedure, the physician was able to perform ablation for five passes; however, on the fifth pass, it was noted that about 5cm from the tip of the rotawire was separated. The target lesion was then stented proximally and the rotawire fragment was left in the distal circumflex artery. The procedure was completed with a different device. There were no further patient complications reported and the patient's condition was fine.